Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a low pressure alarm. The customer reported the airway inspiratory pressure transducer is broken. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was able to be duplicated. The exhalation pressure transducer (pt 801) has failed calibration testing. This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays low peak inspiratory pressure and circuit disconnect alarms. The customer reported the airway pressure transducer failed calibration testing. The issue occurred during patient use; the customer reported the hospital staff substituted the ventilator with another ventilator. The customer reported there is no patient consequence associated with the event.